Event description:
It was further reported that the target lesion was located in the proximal left anterior descending artery with the reference vessel diameter of 3.00mm and length of 20.0mm and was visually 90% stenosed. The physician treated the lesion with pre-dilatation and successfully implanting a 3.00x20mm taxus liberte stent, and post-dilatation. Residual stenosis became 0%. Timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications 2 days post index procedure on aspirin, clopidogrel bisulfate, and sarpogrelate hydrochloride. On 116 days post procedure, the patient had a non-q-wave myocardial infarction at anterior wall (septula) and was hospitalized. Ck value was 1017 iu/l; ck-mb value was 91; and troponin t was positive. On the same day, the patient had ischemic symptom (acute myocardial infarction and ECG change). The lesion in the left main coronary artery was treated and residual stenosis became 0% and timi-3 flow had been kept throughout the procedure. 5 days later, ck value went down to 164 iu/l and ck-mb value went down to 12 iu/l. 19 days after admission, the myocardial infarction subsided and the patient was discharged. The investigator reported that it was a target vessel related myocardial infarction.

Event description:
(B)(4) study. It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated was in an unknown location. A taxus liberte stent of unknown size was implanted on an unknown date. The patient experienced a non q-wave mi in (B)(6) 2010. A target vessel re-intervention was performed to treat a 3.50mm, 90% stenosed, 15.0mm lesion in the left main coronary artery. The physician used an unknown balloon and a non bsc 3.5x18mm stent. The patient was discharged 19 days later.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).